Manufacturer narrative:
The company rep examined the system and replaced the footswitch. The system was then tested and met all product specifications. Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction procedure the foot "pedal" did not work. Several attempts were made to resolve the issue; reboot and removing and replacing the footswitch, however the issue persisted. The surgeon converted to an extracapsular technique to conclude the surgery without further incident. There was a one hr delay in the procedure. The pt is reported to be doing "fine, no complications." Additional info has been requested.